Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The wet cassette in the tray was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested and could be recognized by the console. The sample failed to prime and generated system message code. Occlusion was observed in the aspiration line. Using a syringe to purge the aspiration line with water, clear gel substance exited to the tubing end. The gel was absorbed with the water from purging the line. After purging the aspiration line, the sample primed and tuned successfully and the service data could be retrieved. Maximum vacuum was reached. No leakage was observed from the tubing insertion to the handpiece during tuning. No leakage occurred. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luer after the irrigation was turned off 5 seconds. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The root cause of the customer's complaint could not be established; the returned sample met specifications. After purging the occluded gel-like substance, the cassette functioned properly. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that they experienced clogging and could not clear the lines during a procedure. They had to replace the cassette to complete the procedure. No patient harm reported. A product sample was received at the manufacturing site and it is awaiting evaluation. Additional information was requested; however, none has been received to date.